Event description:
The mains lead has failed in a short circuit at the cable input to dc adaptor of vital signs monitor. No reported patient injury.

Manufacturer narrative:
Device not returned for evaluation. Conclusions: the company has changed suppliers for this part. The new adapter is smaller and has improved strain relief design on both the mains cord and the dc output cable.